Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose readings and that the insulin pump had the wrong time programmed into it. The customer stated that she experienced the low blood glucose as a result of having incorrectly programmed to account for a time change. She did not check the blood glucose reading during the low event, but she ate and drank to treat. After treatment, the blood glucose reading was 86 mg/dl. The customer was assisted with setting the time back to the regular time rather than military time. She had had the night time basal rates for the day and experienced lows due to the incorrect time change. Nothing further reported.